Event description:
It was reported that a physician in-training in the use of the perclose proglide device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, during suture trimming, the red cutter lever of the suture trimmer was pulled, which moved the cutting mechanism forward, but the mechanism did not bounce back. It did not return to position; therefore, the sutures were not cut. An additional suture trimmer was used to trim the sutures. The proglide device suture achieved hemostasis. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary- the suture trimmer was returned with the red lever in the correct position and with the cutter blade inside the sheath. During testing, each time the red lever was activated, the cutter blade presented on the sheath window, and returned to the proper position without any issues. Suture was loaded several times on the sheath window to check the cutting mechanism and every time the lever was activated, the suture was cut without a problem. The reported experience could not be confirmed. Based on the findings, the device performed according to specification. A root cause for reported experience could not be determined. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.